Event description:
Per dealer, the front casters are being replaced/repaired. Consumer alleges that they are not holding her up - dealer just stated that the casters needed to be replaced. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model r51lxp, serial number/date (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1106645 rev g (jul-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This additional information for the r51lxp power chair was obtained during a follow up call to the dealer to obtain end user demographics for (B)(4), (this file was for this same device r51lxp regarding a gel back cushion that was not supporting the consumer). During the conversation invacare learned of the repair of the front casters, not supporting the consumer. The malfunction has not been confirmed.